Event description:
This device system was explanted due to infection. Included with this system: linox sd 65, MDR 128232-2006-0272 and lumos dr-t, MDR 128232-2006-0271. Only the device was returned to biotronik, the leads were not.

Manufacturer narrative:
The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.